Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated his pump was sitting too high in his scrotum, causing discomfort and pain. The patient saw his physician and he confirmed the issue and wanted to revise the pump location. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated his pump was sitting too high in his scrotum, causing discomfort and pain. The patient saw his physician and he confirmed the issue and wanted to revise the pump location. There were no additional patient complications. The patient followed up again and stated that his device will not fully deflate and when its inflated, it auto-deflates during intercourse. It also auto-inflates when he has deflated the cylinders.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated his pump was sitting too high in his scrotum, causing discomfort and pain. The patient saw his physician and he confirmed the issue and wanted to revise the pump location. There were no additional patient complications.